Event description:
A report was received that the patient's entire precision system was explanted due to pain at the pocket site. The patient was initially treated with lidoderm patches to help with the pocket site pain. The patient was doing fine after the explant procedure.

Manufacturer narrative:
A returned product analysis of the ipg indicated that the possibility that electrical leakage could cause pain in the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device exhibits normal device characteristics. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed. Analysis of the lead extensions sc-3138-25 ((B)(4)) indicated that damage is a result of a typical explant procedure and it is not considered a failure. Leads sc-2138-50 ((B)(4)) exhibited normal device characteristics. The root cause of the reported pocket pain is unknown.

Event description:
A report was received that the patient's entire precision system was explanted due to pain at the pocket site. The patient was initially treated with lidoderm patches to help with the pocket site pain. The patient was doing fine after the explant procedure.